Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level reached the mid 200's mg/dl to 404 mg/dl.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level ranged from mid 200's mg/dl to 404 mg/dl. Customer reset the pump to address the alarms and had manual injections available for insulin therapy.